Manufacturer narrative:
(B)(4). D10- medical product 4-in-1 posterior referencing cut guide size 8. Item# 42509904464. Lot# zb7443998. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a trocar pin fractured while trying to extract it from the cut block with the pin driver. The pin is fractured and stuck in the side hole of the cut block. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 visual examination of the provided pictures identified sign of use; bio-debris is noted to the surface. The pin is broken and positioned within the guide. However, the product was not returned for evaluation to confirm the complaint. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. It is confirmed that the pin is fractured in the guide secondary to the jam, however, without product return, the jam cannot be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.